Event description:
On (B)(6) 2010, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultramini meter displayed an "ER 1" message. The medical surveillance specialist (mss) was unable to reach the reporter or the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The alleged issue began on the morning of (B)(6) 2010. The customer care advocate (cca) was advised the patient manages her diabetes with oral medication (type/ amount not specified). It is not known what action the patient took at the time of the alleged issue. About half an hour after the alleged issue began, the reporter claimed the patient felt a symptom of shakiness. The reporter denied the patient received medical treatment. At the time of troubleshooting, the cca noted it was not the first time the subject meter was being tested with. Replacement products were sent to the patient. It is not known if changes were made to the patient's diabetes regimen or if she continued to test her blood glucose on another device; however, this complaint is being reported because a reporter claimed the patient was unable to test her blood glucose on the subject meter due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. A 510(k) # is k061118.